Manufacturer narrative:
Complaint confirmed. One unpackaged ar-5028c-09 (no batch indicator present) was received for investigation. Visual inspection identified breakage at the two distal-most threads. The fragments generated during this event were not returned for analysis. It was identified that approximately 25.29 mm of the biocomposite screw remained. It was noted that the method of bone preparation used, as well as the bone quality encountered during the procedure, were not recorded. As such, the observed condition is most likely the result of improper bone preparation, off-axis insertion, and/or prying/leveraging.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy the screw thread has give way after the first turn. Therefore it was not possible to insert the implant. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 25-feb-2021 dw: further information were provided that the screw had no grip after the first turn. After that the thread became detached and broke off. Everything was retrieved out of the patient.